Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -04.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection into the patient's eye. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced with a longer length lens intraoperatively. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).